Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Visual and functional testing did not confirm a rupture condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA idc-(B)(4). A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4).additional narrative: a companion sample is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that the reservoir of one (1) ce intermate lv250 device had ruptured towards the end of patient therapy. According to the customer, the female patient was receiving 250ml of vancomycin (900mg; concentration 3.6mg/ml). There is no patient injury reported. No additional information is available.